Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. Cracks were observed in the top housing, although this did not affect the function of the device. No other defects, or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 409 mg/dl, while wearing the pod on the hip/buttocks area between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.